Event description:
On 7/14/1998, the facility's general team leader/rn informed the MFR's sales rep of the following: part of the device was retrieved from the pt's pulmonary artery at a different facility. The device body, lock and catheter still implanted in the pt and are still being utilized. On 7/29/1998, the MFR rec'd medwatch report 013300-1998-0003 that states the following: right subclavian catheter inserted. Part of the catheter was retrieved from the pt. Additionally, the medwatch report states that the device is available at the user facility (will not be returned to the MFR for analysis). No further details were provided at this time.